Event description:
It was reported that the patient was hospitalized with high blood glucose of 59 mmol/l, and ketones. It was stated that the insulin pump was uploaded, and the hcp didn't feel that there was anything wrong with it. However, the unit had intermittent button response, as well as several alarms in the alarm history. It was stated that the insulin pump had to be reprogrammed due to the alarms. Nothing further was reported at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with no button response due to a flattened dome switch. Unable to perform the self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. Scratches to the display window, case and a cracked reservoir tube lip noted.